Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) [erbe] to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have generator defects, producing voltage errors and leading to error c-33 and c-00, and electrical and fiberoptic defects on the hf generator leading to error code c-33. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the integrated electrosurgical unit (iesu) [erbe] was faulting out. The customer had a bad erbe for system sk6222. Since this system was already down for the patient cart boom. The customer was going to use this vision cart to do a case with the other system that had erbe u-2 faults. After turning on this vision cart erbe is started to fault out for c-33. Tse had the customer do a hard power cycle of the erbe and it faulted out again at power up. The customer will hook up the force triad in line with the original system and keep this one in the room with the bad patient cart. There was no reported injury.